Event description:
Correction: lead exhibited high impedance.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. The lead exhibited noise. The patient did not receive therapy due to noise. Upon continued monitoring, it was noted that the capture threshold had an increasing trend. The lead was capped and replaced on (B)(6) 2017. The patient was stable during and after the procedure.